Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available to the patient profile. A technical support specialist (tss) checked medbank myqlink and confirmed that the medication was not stocked in the cabinet. The caller was informed to request additional medication from the pharmacy. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to add medication to patient's profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.